Manufacturer narrative:
The catheter used in this case (sn/(B)(4), p/n 500-56150) was returned and evaluated at ekos. The fracture reported was confirmed to have occurred 96.5 cm from the distal end of the luer barb, in the treatment zone between subgroups 3 and 4 of group 5. Pinch marks were noted along the entire length of the msd shaft. Further examination of the catheter showed indications of a prior kink in the fracture region, with curving and wrinkled heat shrink noted. The ekos instructions for use state: "if an infusion catheter or ultrasonic core becomes kinked or otherwise damaged during use, discontinue and replace." No bubbles or voids were noted in the fracture surface. The section of the msd that was able to be tested was able to be loaded into the returned iddc while in a test jig a water bath. Follow-up from local ekos representatives stated that no tortuous anatomy was noted by the physician and a terumo 0.035 guidewire was used. The second ekos catheter was used "without a problem" and the "outcome for the patient is fine." Manufacturing records were reviewed and all applicable procedures and quality inspections were performed prior to release. A definitive root cause could not be identified, but this appears to be a use-related event.

Event description:
On (B)(6) 2017 during a peripheral arterial occlusion procedure, the physician noted difficulty advancing the msd after placing the iddc. The physician then tried to remove the msd but it was broken in two pieces. The physician then removed both the iddc and msd and opened a new kit. The second ekos catheter was used "without a problem" and the patient was reported to be "fine".